Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. Three days after onset the patient was hospitalized for the event. The patient was treated with vancomycin (1 gm, route and frequency not reported), amikacin (125mg, route and frequency not reported) and meropenem (1gm, route and frequency not reported) for peritonitis. The patient recovered from the event after one week and remedial therapy was ongoing. The action taken with dianeal therapy was not reported. No additional information is available.